Manufacturer narrative:
(B)(4).

Event description:
Information from the consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post laminectomy pain reported that ten days prior to the report, the stimulation was surging and she had it as 5 volts. She turned it down to 2 volts "because it just shakes you out of your tree". It was helping a little with the pain. She mentioned that it had been occurring daily. The patient did not recall what she was doing when she felt the overstimulation. The symptom of pain was also reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be sent.

Event description:
Additional information received from the patient reported that a manufacturer representative (rep) came out and changed it around which pretty much resolved the issue. The patient noted that she had one more question that she was considering asking the rep but the patient wasn't sure if it was an issue.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that they reprogrammed the stimulator and the patient stated that they did not feel the surge in stimulation after that. The patient stated that they were getting good coverage and was happy.